Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900adu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
A healthcare facility in united kingdom reported that the needle of a rd900adu neopuff infant resuscitator was sticking. There was no reported patient consequence.